Event description:
No additional information received mat# 302832 batch# 3163945 it was reported by the customer that there was a hair found in a sterile syringe. It is unopened. Verbatim: rcc received a complaint via email. Email(s) attached. There was a hair found in a sterile syringe. It is unopened. Sample is available. Add info received 2nd customer response could you kindly provide the facility address for us to create a return label? (B)(6) 925482. Where was the hair located? In the fluid path? Inside or outside packaging? It was located in the plunger area where the liquid would have been.

Manufacturer narrative:
Pr 9095782 follow up for device evaluation it was reported a hair was found in a sterile syringe. To aid in the investigation, one sample in a sealed packaging blister was received for evaluation by our quality team. A visual inspection was performed and there is a hair in the syringe at the 10ml-15ml area. No other defects or imperfections were observed. This defect could occur if an associate had insufficient gowning. A device history record review was completed for provided material number 302832, lot 3163945. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Manufacturer narrative:
(B)(4) initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f27 ¿ no patient involvement device problem code: a180104 - device contamination with chemical or other material

Event description:
Mat# 302832 batch# 3163945 it was reported by the customer that there was a hair found in a sterile syringe. It is unopened. Verbatim: rcc received a complaint via email. Email(s) attached. There was a hair found in a sterile syringe. It is unopened. Sample is available. --------- add info received 2nd customer response could you kindly provide the facility address for us to create a return label? 2020 industry road ukiah ca 925482 where was the hair located? In the fluid path? Inside or outside packaging? It was located in the plunger area where the liquid would have been.